Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the device was damaged, there was poor sleeve function and leakage. The leakage event occurred 20 times the damaged product event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "during the collection it seemed the latex was damaged near the connection with the tube holder. After the removal of the first tube, blood started to come out near the holder, which ended up dirtying the patient and the health professional with blood." There was no report of adverse patient impact.

Manufacturer narrative:
H.6. Investigation summary: catalog number: 368650. Batch number: 1355627. No customer samples or photos were received as of this evaluation. In addition, 10 retention samples were subjected to a sleeve function test. All samples passed the test; therefore, this defect is not confirmed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on the retention sample testing and investigation results, bd is unable to confirm/duplicate the customer¿s reported failure mode. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the device was damaged, there was poor sleeve function and leakage. The leakage event occurred 20 times the damaged product event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "during the collection it seemed the latex was damaged near the connection with the tube holder. After the removal of the first tube, blood started to come out near the holder, which ended up dirtying the patient and the health professional with blood." There was no report of adverse patient impact.